Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) was observed during a device check one day after the lead implant procedure. The ventricular beats were not seen on the discrimination channel possibly due to the noise from the loose connection in header or the nicked lead. Isometric testing was performed. The noise could not be reproduced. It was discussed that the noise could be intrinsic and not an actual noise. The physician did not want lead revision since the noise was not reproduced. Programming change was made. The patient was recovering and being monitored.